Manufacturer narrative:
The initial medwatch was inadvertently submitted. According to the legal manufacturer, the screen partially going black or the display showing blank and black spots is unlikely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that during a diagnostic nasal cavity examination, the image suddenly cut out, displaying a black screen on the rhino-laryngo videoscope.the procedure was completed using a similar device. No patient harm was reported.